Manufacturer narrative:
The returned device was evaluated and the device was observed to be in the not deployed state. The device data shows that the device was deactivated by the user after completing first prime, before second prime occurred. The device functioned as intended during manual deployment. No timeouts or drive stalls were seen in the device data. No issues were found that could cause a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed. The patients reported blood glucose level was 180 mg/dl. The pod was not worn. As treatment, the patient applied a new pod.